Manufacturer narrative:
(B)(4). Date sent: 12/01/2020. D4: batch # . F10/h6 component code: others (g07) . Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: battery would connect (window light on) and then disconnect (window light off). Battery was reseated and fired appropriately. During removal, the battery disconnected once again. No insight on firing speed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure the battery would connect and then disconnect. The procedure was completed with a like device with no patient consequences. There is no additional information.